Event description:
It was reported that the customer accidentally gave an additional bolus they did not need. The customer's blood glucose (bg) level subsequently decreased to 25 mg/dl. Customer consumed carbohydrates to address bg. Reportedly the customer lost consciousness and emergency medical services were called and administered glucose gel. Recommendation was made to consult with healthcare provider regarding diabetes management.